Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of corrosion on distal end is traced to component failure due to degradation, whereas the most probable cause of white detergent solution in air-water channel and cylinder could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on light guide lens, white detergent solution in air-water channel and cylinder. There was no patient involvement.